Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® lithium heparinn 75 usp units blood collection tubes had foreign matter in tube; biological and non-biological and label lift off/partial peel off. The foreign matter had 129 occurences and the label lift had 108 occurrences. The following information was provided by the initial reporter: ¿black point = 129 sp and open label = 108 sp.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter and label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® lithium heparinn 75 usp units blood collection tubes had foreign matter in tube; biological and non-biological and label lift off/partial peel off. The foreign matter had 129 occurences and the label lift had 108 occurrences. The following information was provided by the initial reporter: ¿black point = 129 sp and open label = 108 sp¿.